Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, field service engineer (fse) was dispatched to address customer's reported issue. Fse noticed the barcodes the customer is using have bad resolution quality (no sharp edges for barcode strips). Fse adjusted the resolution and printing quality of the external printer to "best", then printed new barcodes with the new setting, and performed a barcode read test. The aia-900 instrument printed the barcodes without any issues or errors, and passed the barcode read test. The customer then ran quality controls (qc) and the results were within acceptable range. The aia-900 instrument operated as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 6000 -barcode read error is generated when the barcode on the specimen could not be read. The solution for customer is to confirm that the barcode label is not dirty or damaged, and does not have uneven printing, then place the specimen in the rack while ensuring that the label is facing the front, and perform measurement once again. If there is no problem with the barcode label, contact tosoh local representatives. It is necessary to inspect and adjust the read position of the barcode reader. The most probable cause of the reported issue was due to defective barcode printer (another company's product).

Event description:
On (B)(6) 2017 a customer reported getting intermittent 6000 barcode read error on the aia-900 instrument. Customer is not able to run luteinizing hormone (lh ii), estradiol (e2), beta human chorionic gonadotropin (bhcg), and progesterone (prog) in patient samples.on (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii, e2, bhcg, and prog. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.